Manufacturer narrative:
Upon receipt, the lead was found cut approx. 13 cm and 52 cm distal to the is-1connector pin. Two fragments were received for analysis. The distal part including the lead tip was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The visual inspection of the medial fragment demonstrated a damaged insulation approx.18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 54 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis.